Event description:
It was reported that initially, during the procedure, the leads were reversed in the header of the device. When the physician removed the leads from the header to reinsert them correctly, one of the setscrews came out of the device. The device was not used. A new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the device was returned, analyzed and no anomalies were found. It was noted that the set screw was missing a part.